Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 561 mg/dl (aviva), 246 mg/dl (emt's meter), 361 mg/dl (aviva), and 260 mg/dl (emt's meter). No treatment or 3rd party intervention was required.